Event description:
I carried my child to the car and felt some pain behind my left breast implant. I spent the next 6 weeks in excruciating pain, requiring multiple breast surgeon consults, two hospital stays, half a dozen pcp visits, half a dozen imaging studies, multiple specialists' visits, was pushed around from cardiology to pulmonary without any diagnosis for 6 weeks, with every healthcare provider refusing to discuss breast implant problems. I finally met with a breast surgeon experienced with explant. Underwent explant surgery and have been feeling 100% since. It appears the capsule around the left implant was torn. No imaging provided answers, no radiologist and no specialist provided answers. Pt: 4504. Device: 4008. Ref: mw5188402.